Manufacturer narrative:
(B)(4). Upon troubleshooting problem reported, the sales representative realized that the perfusion screen did not have a level detector selected as part of the screen. The sales representative, along with perfusionist, re-configured the perfusion screen to add a level detector, then saved the changes to the system configuration card. Field service representative (fsr) verified after opening the perfusion screen that the level detector was now available to the perfusionist. System is within manufacturer's specifications and is ready for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer is having problems with their level detector module. They tightened all connections to and from the level sensor module. System 1 machine was re-started and the level sensor module was disconnected and reconnected, problem was still unresolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.